Event description:
Bard brand power PICC place in pt's left basilic vein 09/17 at (B)(6) hospital and sent to (B)(6) 09/18. PICC not near joint (flexion area). Nurses reported PICC as "leaking" since admission. PICC removed 09/24. Once removed - PICC was flushed to discover a fracture in the catheter where the cath meets the hub (source of leak). Delay in form being mailed secondary to receiving shipping labels from bard - to return product to manufacturer.